Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to inflation issues the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. It was explained that the patient used to press the pump, but the cylinders did not inflate as they used to. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders and pump were implanted. The patient status is fain. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction to h6: updated to include device analysis.

Event description:
It was reported that due to inflation issues and fluid loss the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. It was explained that the patient used to press the pump, but the cylinders did not inflate as they used to. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders and pump were implanted. The patient status is fain. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5 and h6: event description updated to include fluid loss and device codes. H3 other text : device not returned for evaluation.

Event description:
It was reported that due to inflation issues and fluid loss the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. It was explained that the patient used to press the pump, but the cylinders did not inflate as they used to. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders and pump were implanted. The patient status is fain. Should additional information be received a supplemental report will be submitted.